Event description:
User facility alleged that when using a d-100 i.v. Administration set blood was observed in the water reservior of the h-1000 fluid warmer at the end of the procedure. There was no patient injury. User facility was not able to provide any further information.